Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was admitted to the accident and emergency (a&e) on (B)(6) 2017 following the delivery of two shock therapies at 0 joules and 37 joules. Upon interrogation, warning messages a1 and a4 were displayed.